Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time was off. A technical support specialist (tss) dialed into the station and open a command shell and updated the time using powershell command. The tss resolved the issue by following knowledge article (device time was incorrect), sent an update email to the customer, and received confirmation that the issue is resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pt6-east pyxis station displayed a time that was approximately five minutes offset from the correct time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.